Manufacturer narrative:
(B)(4).

Event description:
Procedure type: splenectomy. According to the rptr: pt was undergoing a lap splenectomy. The stapler did not feel right when the surgeon closed it. The surgeon opened the stapler and it seemed to be working fine. However, as soon as the surgeon started to fire, the surgeon saw collapsed staples that fell out of the device as though they had not been fired. The pt required an intraoperative blood transfusion as a result of this event.